Event description:
It was reported to medtronic minimed that the customer noticed that the battery life sometimes lasting less than seven days, buttons that occasionally require multiple presses to function, and random, unexplained no delivery alarms. The customer reported no adverse event. The event involved product(s) mmt-1715kl, mmt-399a, mmt-332a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1715kl. No product return is required for mmt-399a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. All buttons functioned properly and no unexpected insulin flow blocked alarms were noted during testing. The trace and history files were successfully downloaded using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Battery cycle 56 received the low battery alert (104) on 8/25/2025 20:52 after more than 7 days at 26.93 days. Battery cycle 55 received the low battery alert (104) on 7/29/2025 12:47 after more than 7 days at 29.55 days. Battery cycle 51 received the low battery alert (104) on 6/25/2025 10:13 after more than 7 days at 28.53 days. A review of the pump history file reveals during august 2025 there were there were three (3) no delivery (insulin flow blocked) alarms (2x 8/6/2025 and 1x 8/9/2025) generated during bolus wizard deliveries. The pump was cut open and the keypad overlay/button dome switch layers were removed for a visual inspection. No evidence of physical damage or moisture damage was noted on the electronic assembly (pcba 1 and pcba 2), keypad flex tail, keypad dome switches, or keypad assembly during the visual inspection, and the keypad connector on j1/pcba 1 was locked properly. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Insulin flow blocked alarm complaint is not confirmed. Unresponsive keypad is not confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Low battery life complaint was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.